Event description:
It was reported that when the dehp free sol admin set was attached directly to a non-baxter line or via a non-baxter needle-free access system, the connection was so tight that it was impossible to disconnect. The set had been used with patients receiving unknown antibiotics. There was no patient injury reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis was not performed. A customer visit was conducted, which revealed that the issue was related to use of the device. The nursing team was not aware of the proper connection technique. Training on proper connection technique was provided during the customer visit. A depiction is located on the pouch to remind the user on the click function. Should additional relevant information become available, a follow-up medwatch will be submitted.